Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- the depth gauge for large screws (p/n: 319.090, lot number: 8547029) was received at us cq. Visual inspection of the complaint device showed the distal tip was bent. The device was also missing the headpiece, handle sleeve, and nut components. These were likely misplaced during cleaning/sterilization. The guide sleeve from 319.10/8170051 was assembled onto the device by mistake, likely at cleaning/sterilization. This complaint is confirmed as the distal tip was bent. The device was also missing the headpiece, handle sleeve, and nut components. No definitive root cause could be determined based on the provided information, however it is likely that the missing pieces were misplaced during cleaning/sterilization. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 319.090.500; lot: 8547029; manufacturing site: bettlach; release to warehouse date: 24. Oct. 2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device history batch: null. Device history review: null. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. The investigation could not be completed. No conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, while inspecting the instruments after going through the decontamination process it was noticed that one of the depth gauge and the tip was bent and unusable. No patient involvement. This report is for one (1) depth gauge for large screws. This is report 1 of 1 for complaint (B)(4).